Event description:
It was reported that the patient presented in emergency room after receiving an inappropriate shock. The device exhibited post-sensed t-wave oversensing. The device was reprogrammed. It was later reported the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.